Event description:
MRI 3d dixon image reconstruction error that miss-labeled water and fat. This could lead to errors in imaging interpretation. 3d mdixon sequence is used often in the body imaging. The resulting image occasionally have water and fat miss-labeled that could lead to errors in imaging interpretation.